Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as lot number of device involved in the incident is unknown and product /picture was not received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported by a sales representative that the hospital no longer feels that they can adequately sterilize the tibial provisional trials as they have cracks. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.